Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located at the left anterior descending artery (lad). During a percutaneous coronary intervention (pci), a guidezilla guide catheter extension was used to deliver an unspecified balloon catheter. Upon advancing the balloon catheter, the shaft of the guidezilla as separated at the wire connection to the guide extension. The physician removed the device from the patient and noticed that it appeared kinked. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.